Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a damaged downstream occlusion (dso) seal. A review of the event history log found a 46440 error. During the functional testing, the device showed a 46440 error and had a defective dso sensor. The reported issue was confirmed. The cause of the issue was found to be a defective dso sensor, and a swollen dso seal. The dso sensor, dso seal, lens and ac connector (pwa) were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump needed a yearly pm. The date of the event is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.